Event description:
Customer reported that she had high blood glucose of 256 mg/dl. Customer stated that she had an MRI and she forgot to take off the insulin pump. Customer stated that the insulin pump alarmed motor error and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No blank display noted. The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, verify error alarm in alarm history screen or test the operating currents due to motor error alarms. The insulin pump had cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.